Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at keypad assembly.

Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. Customer stated that they were able to clear the alarm successfully and also were able to rewound the insulin pump. Customer also stated that insulin pump had passed the displacement test but did not pass the self test. The insulin pump will be returned for analysis.